Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was mounted onto the endoscope and the device was attempted to be deployed onto the varicose vein; however, the device would not release any elastic bands. Reportedly, the device was removed from the patient and several attempts were made to release the elastic bands, but the device was impossible to deploy off any bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.